Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the metal piece came off the power cord of the remote monitor. No troubleshooting indicated. The power cord will be replaced. The monitor remains in use. No patient complications have been reported as a result of this event.